Manufacturer narrative:
Date of event: specific date unknown, but late (B)(6) is the closest known. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
During follow up on an unrelated incident, a peritoneal dialysis (pd) nurse stated the patient was diagnosed with peritonitis and was taken to the hospital for treatment. The patient was recovering. During additional follow up the patient's nurse reported the patient had been on pd for approximately 20 months. He confirmed the patient's peritonitis event and subsequent hospitalization in late (B)(6) 2017 (nurse could not provide specific dates) as being due to bacterial peritonitis that he believed to be related to the patient's diverticulosis but could not provide a specific growth/culture result. He did not believe the event related to the use of fresenius pd products and indicated that the patient has continued with pd therapy unchanged following the event. The event is considered resolved - the patient's most recent culture came back with no growths found and wbc count within 'normal range', no specific values provided when asked. Additional questions about the patient's medical history and concomitant medications have been solicited but not made available.

Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the event of peritonitis. There is no documentation that shows a causal relationship between the liberty cycler or cassette and the hospitalization, diverticulitis, or peritonitis. There is no allegation against any fresenius products. There is a probable association between the bacterial peritonitis and diagnosis of diverticulitis. Should additional new information be made available this clinical investigation will be reevaluated.